Manufacturer narrative:
Results - bd received one bag of 31 - 10ml packaged opened syringes, one bag of approximately 150 - 10ml packaged sealed syringes and 1 - 10ml packaged open syringe loose in a box was received by bd (B)(4) and confirmed to be from batch #7118857 (p/n 302995). The samples were visually evaluated. 31 ¿ opened syringes no defects observed. 150 ¿ sealed syringes no defects observed. 1 ¿ 10ml packaged open syringe with a crack in the barrel wall from the 2ml grad line extending to the 9ml grad line. The barrel exterior has multiple scratches in the barrel wall near the crack in the barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that three bd 10ml luer-lok¿ tip syringe(s) were cracked before use. There was no report of injury or medical interventions.